Event description:
On (B)(6) 2011, an aortic valve replacement procedure was performed and this 23 mm sjm trifecta valve was implanted. On (B)(6) 2017, the patient was hospitalized for hemodynamic instability due to sepsis, hemodialysis, tachyarrhythmia absoluta, and cardiac decompensation. On (B)(6) 2017, a transthoracic echocardiogram confirmed aortic stenosis and aortic insufficiency. Mitral valve stenosis and insufficiency along with tricuspid insufficiency were also noted. On (B)(6) 2017, the trifecta valve was explanted. Significant atherosclerotic changes were seen on both sides of the valve and the cusps were rigid. A 27 mm hancock ii valve was implanted in the mitral position and a 21 mm edwards perimount magna ease valve was implanted in the aortic position. On (B)(6) 2017, the patient was discharged. (B)(6).